Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the ventilator had a graphical user interface (gui) display reset and lost communication. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.